Event description:
It was reported that during a rotator cuff repair the surgeon converted to an open procedure in order to complete the case. According to the reporter four out of six sutures kept breaking as the surgeon was trying to tie the knots. The surgeon decided to convert to an open procedure, implant another anchor next to the anchors with the broken sutures (sutures retrieved). The surgeon did not remove the anchors with the broken sutures because they were intact and fully seated. Patient demographics (date of birth and weight) were requested, but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely causes of this type of event are inadvertently fraying, nicking or cutting of the suture with another instrument. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.